Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensors. Caller stated that at the time the customer removed the second senor noticed that the sensor electrode was missing. Caller stated that the customer was unclear if the electrode was stuck in the plaster or in the abdomen. Nothing further was reported.